Manufacturer narrative:
(B)(4). The customer reported a failure to alarm and not receiving alerts for some monitored beds. No pt harm was reported. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the pt need for additional therapy. Sometimes the issue may be determined to not be a malfunction but related to a configuration of the obtv (alarming permissions based on the hospital protocol, and or lowered audible sound at the fetal monitor). The customer reported in this case that they were just setting up the real-time alarming functions. Philips assisted them in configuring the obtv to alarm to the user's preference. The issue was resolved. There was no device malfunction. Device labeling (instructions for use) adequately describes configuration of obtv real-time alarming. No further investigation or action is warranted.

Event description:
The customer reported a failure to alarm and not receiving alerts for some monitored beds. No pt harm was reported.